Event description:
It was reported that the patient had been getting their pump refilled every three months. Over the last month, she had experienced intermittent withdrawal. The withdrawal symptoms lasted 1-2 days; she also had increased pain. The patient was concerned with the function of the pump. There were no alarms present. She stated that the actual residual volume (arv) had been greater than the expected residual volume (erv) at her last few refills. She stated that at her last refill, they withdrew 7cc of medication. It was more typical for 1-3cc to be removed, depending on when the refill was with conjunction to the alarm date. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).